Event description:
The user reports symptoms of itching, blurred vision and discharge and sought medical treatment. The user reports they were referred to the hospital where they were diagnosed with a corneal ulcer. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No lenses have been returned to the manufacturer for device analysis. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Manufacturer narrative:
Device same received and analysis complete. No defects were identified, and no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Refer to the following fields for corrected data: b6, d9, g6, h2, h3, h6, h10.